Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8711 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter .(B)(4).

Event description:
It was later reported that the patient needed to find a healthcare provider (hcp) that took his insurance. He was scheduled for a catheter replacement, but was notified that his insurance was not accepted. The catheter was being replaced because it broke and the ¿leads broke off of it¿. The issue was discovered in a back surgery on (B)(6) 2014. When the surgery was done, the catheter was ¿just laying there¿. They spent 45 minutes of x-ray trying to find the ends, but were never able to find it. They had no idea where they were at. So, the pump was ¿just laying in there¿, and his medication was going into his ¿gut or whatever¿. The patient went back to his surgeon to have surgery and he turned the pump down just to maintain battery life, because it wasn¿t doing any good pumping into his ¿gut¿.

Event description:
It was reported, the patient had back surgery on (B)(6) 2013 unrelated to the pump, and the health care provider (hcp) indicated to the patient that the pump may not be working. During the unrelated procedure, the hcp reported he ¿pushed aside¿ the catheter. The patient did not hear the pump alarming. The pump device was used to deliver morphine. It was later reported that during that unrelated back surgery, the catheter was ¿clipped¿. The healthcare provider (hcp) further indicated that there was a disconnect, and also an unknown issue that looked to be at the spine where the catheter entered. A catheter dye study performed on (B)(6) 2013 found that dye did not come out of the tip of the catheter, but came out at the connection where the catheter enters the spine. The patient had not yet had the catheter revised, but was referred to a neurosurgical hcp. It was noted that the pump was checked and showed no malfunction, which was what subsequently had them recommend the dye test. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
(B)(4).